Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl, cause was not known. A manual injection was administered to address bg. Customer alleged the control iq software did not function as intended, however upon review it was found that the customer had not started an active cgm session and the control iq feature was working as intended. Customer reverted to an alternate method of insulin therapy.